Event description:
Fire dept personnel were treating a pt and reportedly observed a "flash" when a 200 joule defibrillation countershock was delivered to the pt. A 300 joule defibrillation attempt confirmed the "flash" and the electrodes were replaced and treatment was continued. There were no adverse effects to the pt reported as a result of the reported event.